Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed a break in the cannula body, approximately 4.75 inches from distal tip. The break was approximately 350 degrees around the circumference of the cannula body. There were no signs of dents or damage of the spring wind detected in the break area. There was no evidence of uncured material throughout cannula body. Conclusion: based on the information provided and the analysis results, medtronic's engineers suspect a normal process or material variation in the manufacturing process is the likely root cause of the split in the cannula body. However, actual root cause is still under investigation and no formal conclusions can be made at this time.

Event description:
Medtronic received information that during use in the pulmonary artery, this venous cannula split and air was introduced into the circuit, but not into the patient. The split was taped and the case continued. There was no adverse affect on the patient and the post operative course was stable.